Event description:
A surgeon reported that during a vitrectomy procedure, the irrigation and air pressure did not reach the setting value after the infusion needle was placed in the eye and soft eyeball occurred several times. The surgeon confirmed the irrigation and air were flowing before putting the infusion needle into the eye. The surgery was completed after replacing the product with another one.